Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent breast augmentation surgery with a 250cc mentor siltex round moderate profile saline breast implant surgery experienced right sided deflation post procedure. The right sided deflation was confirmed by a physician. As a result, patient underwent bilateral removal and replacement with two 275cc mentor smooth round moderate plus profile saline breast implants r) catalog: 3502275 lot: 7324643 sn: (B)(4)) catalog: 3502275 lot: 7724501 sn: (B)(4)) on (B)(6) 2019.

Manufacturer narrative:
On 9/23/2019, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The investigation of the photo of the device was completed by the failure analysis lab on 10/15/2019. Device evaluation summary: according to the information provided, it was reported that the patient experienced a deflation on the implant. During evaluation of the sample it was noticed an area of siltex cracking in the posterior view. Within siltex cracking a tear was noted , measuring approximately 0.5 cm . No other anomalies were observed. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds in shell of siltex breast implants. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).